Event description:
On (B)(6) 2013, the patient¿s father contacted animas and alleged the following: the patient woke up with blood glucose (bg) reading ¿high¿ on the meter and was positive for ketones but had no other symptoms. The pump powered off in the night. Battery cap was last changed over a year ago and will not secure to the pump. It looks chewed and threads are stripped. Mom reports she has secured the cap with tape to get pump to power back on. Customer support (cs) instructed her this is not safe as pump can power off again, and advised her to order a new battery cap and to have patient go on an alternate delivery method of insulin until a new battery cap arrives. Parents report no damage to the pump body. Mom will call to order cap. This complaint is being reported as a patient on pump therapy experienced hyperglycemia subsequent to power loss related to the user error of using a damaged battery cap.

Manufacturer narrative:
The battery cap has not been returned to animas. If the battery cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.